Event description:
It was reported that during an ultrasound-guided renal biopsy procedure through normal density tissue, the device allegedly deployed partially. It was further reported that device allegedly failed to obtain samples. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed and two sealed maxcore biopsy device were received for evaluation. The received unsealed maxcore device was evaluated. During visual evaluation, the appeared to have blood residue throughout the cannula, the device was received with both slides in their initial positions and the no visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for both reported failure to fire and failure to obtain sample as returned device was able to prime, fire and obtain samples without any issues. A definitive root cause for the alleged failure to fire and failure to obtain sample could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2026) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided renal biopsy procedure through normal density tissue, the device allegedly deployed partially. It was further reported that device allegedly failed to obtain samples. No coaxial needle was used and the procedure was completed using another device. There was no reported patient injury

Event description:
It was reported that during an ultrasound guided renal biopsy through normal density tissue, the device allegedly failed to deploy. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one unsealed and two sealed maxcore biopsy device were received for evaluation. The received unsealed maxcore device was evaluated. During visual evaluation, the appeared to have blood residue throughout the cannula, the device was received with both slides in their initial positions and the no visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire as returned device was able to prime, fire and obtain samples without any issues. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: b5, d4 (unique identifier (UDI) #). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.